Event description:
It was reported to boston scientific corporation that immediately following a pelvic floor repair procedure using an uphold vaginal support system and a solyx sis system performed on (B)(6) 2010, the patient could not void and was in retention for six days. The patient was reportedly hospitalized for one day. The physician did not prescribe medication and does not plan any further medical intervention because the patient's symptoms resolved seven days later.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-01297 for a description of the second device. It was reported to boston scientific corporation that immediately following a pelvic floor repair procedure using an uphold vaginal support system and a solyx sis system (procedure performed ¿a few weeks prior to (B) (6) 2010¿), the patient could not void and was in retention for six days. The physician left the catheter inside the patient, sent her home, and followed-up with her six days later; the patient was reportedly "completely continent." No further information regarding the initial procedure, the patient, or the patient¿s condition has been forthcoming.